Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, there was a non-recoverable error on universal surgical manipulator 1 (usm1). Prior to calling technical support, the site disabled the usm to continue surgery with three usms. The technical support engineer (tse) viewed the system logs and found error 319. The procedure was completed with no reported injury. The site continued troubleshooting with technical support the following day. The site powered on the system and it displayed errors 41081, 32115, and 319. The tse reviewed the event logs and found errors 32115 (ac-1b board communication fault) and 30 (axes controller tornado (act) communication error). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the issue occurred, anesthesia was administered and ports were placed. The issue occurred during initial system setup. System functionality was checked upon powering on the system. The first power on gave no errors, but there were visual artifacts on the main screen. The system was restarted. When the system was placed closer to the patient, the errors on usm 1 occurred.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the distal setup joint (suj), but error 319 still occurred on armnet 1. The fse swapped universal surgical manipulator (usm) 1 and 2 and the error followed to armnet 2. The fse swapped the usm back and the error disappeared. The fse indicated there was a false contact in usm 1 and replaced it. The system was tested and verified as ready for use. Isi has not received the suj for evaluation. The usm has been received for evaluation, however, at this time, the evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-engineering evaluation or if additional information is obtained. System log review was performed. Per the review, the following was confirmed: a nephrectomy procedure was performed on system sk5669 on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/ replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered errors 319, 32115, and 40084. Due to errors in normal mode, the unit could not be tested on the system test or psc fixture test platform (pftp). The axes controller arm (aca) board, field replaceable unit (fcu) connector pogo-pin (fcp) board, and fcp harness were replaced for initial repair. After initial repair was completed, the usm was tested on a pftp with a new aca board, fcp board, and fcp harness. The usm passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switch test. Isi has received the suj involved with this complaint and completed the device evaluation. Failure analysis investigation has not confirmed the customer reported complaint. The suj passed all tests on the pftp. According to the error logs reported, the suj experienced errors 32115 for communication loss.